Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted (B)(6) 2006, 6949-65 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from the device due to atrial fibrillation (af) with rapid ventricular response. The device was reprogrammed with new wavelet templates and remains in use. No further patient complications have been reported as a result of this event.